Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The anesthesia control board (acb) was replaced to resolve the reported issue. Unique identifier: (B)(4). No report of patient involvement.

Event description:
The hospital reported the unit would intermittently shutdown and fail to boot up. There was no report of patient involvement.